Manufacturer narrative:
Unit had minor scratched lcd window, cracked case near display window corners, broken reservoir tube lip and missing o-ring reservoir tube.

Event description:
The customer reported via phone call that the insulin pump's reservoir compartment was damaged. The customer stated that the ring around the reservoir compartment was cracked. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.